Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted on (B)(6) 2014 with a bifurcated stent and two suprarenal aortic extensions. On (B)(6) 2015 an additional suprarenal aortic extension was implanted. On (B)(6) 2016 the patient had a non-endologix stent implanted to treat a type 1a endoleak or a potential type 2 endoleak. Following the intervention it was noted the patient still had an endoleak. On (B)(6) 2016 a follow up computed tomography (CT) showed a type 1a endoleak. The physician is planning on dilating the proximal extension as well as embolizing the aortic sac with coils. A subsequent endovascular procedure or a scheduled intervention has not been reported. The patient is reported to be asymptomatic.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a persistent type 1a endoleak, a dilation of the non-endologix stent, and the coil embolization of the aneurysm sac. There was also evidence to support the following observations; aneurysm sac growth, and dilation of the main body stent. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use, patient anatomy, poor apposition of the non-endologix stent in the aortic neck, unresolved type 1a endoleak. The review of manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown.